Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'upstream occlusion' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition of downstream occlusion. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue with non-detection of up occlusions when the IV line has been clamped (rate set at 80ml/hour). The pump did not ring all the time or the response time was high during the upstream and downstream occlusion tests. The event happened during training at the training room. There was no patient involvement. No additional information is available.